Manufacturer narrative:
Investigation. Visual inspection: no significant deformations or damage of the valve were detected during the visual inspection. Permeability test: a permeability test has indicated that the progav 2.0 valve has a blockage. Adjustment test: the progav 2.0 valve was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Results: first, we performed a visual inspection of the progav 2.0 valve. No significant deformations or damage of the valve were detected during the visual inspection. Next, we tested the permeability and adjustability, as well as the brake functionality and brake force. The progav 2.0 valve was not permeable, but met all other specifications. Finally, we have dismantled the valve. Inside the valve we have found a build-up of substances (likely protein). Based on our investigation, we confirm the presence of occlusion in the progav 2.0 valve at the time of our investigation. This is likely due to the deposits observed inside the valves. As described in our literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information and/or investigational results will be provided in a supplemental report. Implant date was not provided in initial report.

Event description:
It was reported that the progav 2.0 valve was blocked. As a result, it was explanted. Very limited report. The date of implant of this shunt system was not provided. The patient was a (B)(6) year old of unknown height, weight or sex. Due to suspected valve blockage- it was explanted on (B)(6) 2019. No further details are provided. There were no associated patient complications reported.